Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg implantable cardioverter defibrillator (B)(6) 2012 419388 implantable pacing lead (B)(6) 2007 694765 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high threshold. The ra lead was capped and was replaced. No patient complications have been reported as a result of this event.